Manufacturer narrative:
Additional information was received that no further course of action at this time. Device evaluation indicated that the ipg passed all test performed and revealed no anomalies. Additional suspect medical device component involved in the event: model#: sc-4316 serial#: (B)(4) description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had a hole above his ipg. It was noted that there was a green liquid oozing out of the pocket site. Infection from the ipg pocket was confirmed. The patient underwent an explant procedure and was prescribed antibiotics.

Manufacturer narrative:
Concomitant medical products: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had a hole above his ipg. It was noted that there was a green liquid oozing out of the pocket site. Infection from the ipg pocket was confirmed. The patient underwent an explant procedure and was prescribed antibiotics.